Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for high blood glucose of over 400 mg/dl. The spouse stated that the customer treated his blood glucose with a shot of insulin and laid down. It was stated that a half hour later, he woke up and he was having trouble checking his glucose level. The wife assisted him and the blood glucose reading was 25 mg/dl. Then the paramedics were called and when they arrived the customer's blood glucose was less than 20 mg/dl. The paramedics gave him glucose tablets and transported to the hospital. Troubleshooting was performed. Ran a high pressure and displacement test and the device passed the tests. No further information was provided.